Event description:
Pt receiving fentanyl via IV pump at a continuous rate. He became hypotensive during the night and the fentanyl was put on "standby" mode since the medication can exacerbate hypotension. The pt remained hypotensive. At that time, staff noticed the pump was still infusing despite reading "standby". The pt received extra doses of fentanyl because of the pump error. Problem was with channel "c" of the pump.